Manufacturer narrative:
(B)(4). D10: 650-0663 delta ceramic fem hd 36/+6mm 3154846. 11-301915 arcos 15x250mm intlkng dist 66364234. 166068 arcos distal screw ti 5x40mm m 7557591. 11-301303 arcos con sz c std 60mm 66210543. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to dislocation two months post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Impressions: dislocation of the right hip arthroplasty. A definitive root cause cannot be determined. The event is confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.